Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with spinal instability with mechanical back pain and underwent anterolateral exposure of the l3-l4 disc space for fusion using synthes cage. Patient presented with acquired spondylolisthesis l3-4, status post prior l4-5 fusion and underwent the following procedures: complete anterior l3-4 diskectomy , lateral approach. Interbody fusion l3-4. Insertion of intervertebral implant. Allograft for spine surgery. Use of bmp-2. As per-op notes, ¿an oracle implant was packed with bmp-2 and placed in the l3-4 disc-space.¿ no patient complications were reported. On (B)(6) 2010: patient presented with advanced lumbar degenerative disc disease with degenerative scoliosis. Complex regional pain syndrome. End of life intrathecal pump. Malfunctioning intra-thecal catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.